Manufacturer narrative:
Product event summary: the video/data files and the afr-00001 catheter with lot number 0229772155 were returned and analyzed. The log files and video files were analyzed. Analysis of the log files as well as the returned video files did not show any evidence of a steam pop. During external visual inspection, the catheter was found to be intact and no defects were observed. The catheter was functionally tested using the catheter extension cable that was returned on the test capital equipment. Testing found that impedance values were of normal range during the pulsed field (pf) and radiofrequency (rf) ablations. Rf and pf ablations were completed successfully with the catheter. A new map was started and the catheter was able to map appropriately. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) was used to check for any shorts to braid, but none were found. In conclusion, the reported "steam pop" issue was not able to be confirmed through data analysis and testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, a steam pop occurred. The procedure continued and the catheter was not replaced. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.